Manufacturer narrative:
Initial and final MDR (B)(4) - device 7 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.